Event description:
A pt, whose anatomy was not within cook's indications for use (IFU), underwent aaa repair in 2009. A zenith main body graft and two iliac zenith zt legs were placed according to the IFU. The final angiogram showed a proximal type I endoleak. After a second ballooning with the coda balloon, the leak had slowed, but was still present. The physician decided to place another manufacturer's stent at the leak site to seal the leak. The final angiogram showed a slower leak, but leak was still present. The operator will follow the pt at one month with a CT scan. Three days later, the pt expired, believed to be due to cardiac arrest.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is a shipped with instructions for use (IFU) listing the indications for use. Contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Proper ballooning sites. The importance of an accurate placement. Sizing requirements. Based on correspondence in the complaint file from the sales representative, it appears the proximal neck was outside the indications for use. Without films to review, the angulation and shape of the anatomy is unk, however, this was likely a contributing factor to the endoleak. No definitive root cause can be reported at this time. At this time, it is not believed the endoleak contributed to the cardiac arrest, although it is possible. When the applicable risk analysis are updated with this complaint, the maximum severity reported on the analysis will be critical harm. We will continue to monitor for similar incidents.